Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A part of the electrode is out of the cochlea. When the device was implanted in 2010, the whole electrode was inserted, but progressively some electrodes migrated. In 2011 a revision surgery took place and the electrode was inserted again. Re-implantation is scheduled.

Manufacturer narrative:
According to the patient report the patient experienced two migrations of the electrode array over the years. A full insertion was achieved at initial implantation. In 2011 a first migration of the active electrode array occurred, which was successfully solved with a revision surgery. A partial migration of the active electrode array from cochlea occurred again in (B)(6)2017. The patient has now been reimplanted. This is a final report.

Event description:
A part of the electrode is out of the cochlea. When the device was implanted in 2010, the whole electrode was inserted, but progressively some electrodes migrated. In 2011 a revision surgery took place and the electrode was inserted again. The patient has been re-implanted on (B)(6)2017.